Manufacturer narrative:
Gross: the specimen consits of a light tan, slightly whitish biomaterial measuring 7 x 1.5 x 0.1 cm. A large incision measuring about 4 cm long separates the two arms of the biomaterial at one edge. Blue sutures are observed at the edges of the biomaterial. In this region, where the biomaterial widens, there is firmly adherent, grayish soft tissue. The opposite surface is devoid of any soft tissue attachment. Punctuate regions of yellowish discoloration is observed. Three sections are submitted for histological analysis. The first two sutures are observed and the third section is from each of the arms of the biomaterial. Upon bisecting, the forked (arms) region of the biomaterial appears irregular and folded over. Granular, slimy material is observed within the regions of the folding. Microscopic: the biomaterial had focal regions of dense, fibrous tissue attachment with incorporation of the implant. Extensive cellular migration and collagen deposition is observed into the interstices. In other regions, within the intersteces, dense proteinaceous clumping is observed. Numerous inflammatory cells, comprising foreign body giant cells, and macrophages are observed at the interface. Large colonies of fungal spores are observed scattered throughout the fibrous periimplant membrane. In other regions, at the interface and within the periphery of the interstices, gram-positive bacteria are observed. There is no evidence of calcification. Impression: the biomaterial is infected with gram-positive bacteria. Fungal spores are also scattered throughout the fibrous tissue at the interface. Although the implant is well-incorporated with the surrounding host tissue, the periimplant membrane appears infected with both bacteria and fungal organisms. No calcification observed.

Event description:
Pt was reoperated on due to symptoms of infection, and a mesh was removed.